Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 741 mg/dl. Suspected cause of bg was due to the customer missing meal boluses. Customer administered a manual injection and was treated with intravenous insulin drops and fluids to address bg. Customer was released from the hospital on (B)(6) 2020 with no permanent damage, and customer reverted to manual injections for insulin therapy.